Event description:
The patient had a stem implanted on (B)(6) 2022. The patient's surgeon noted that the patient had been "pulled" by their horse which caused an audible "pop" sound. Following this, the patient noticed that the device was rotating and x-ray was taken on (B)(6) 2024 which did not indicate any breakage. On (B)(6) 2024, the distal end of the patient's implant broke while they were walking. The patient has not reported any pain or further harm as a result of the breakage. A one-stage revision procedure is scheduled to replace the patient's broken implant.